Event description:
The customer observed falsely elevated ca19-9xr results on the architect i2000sr analyzer. The following results were provided for sid (B)(6): initial 43.83 u/ml, repeats 8.94 u/ml, 9.37 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4) complete sid (B)(6) note: this report is being filed on an international product, architect ca19-9 list 02k91-25 that has a similar product distributed in the us, list number 02k91-27. An evaluation is in process.